Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and bent cannula from the insulin pump. The customer's blood glucose reading was 523 mg/dl. The customer stated that she also received a no delivery alarm from the pump. The customer stated that the bent cannula was found early morning before going to bed. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to change the entire infusion set and return the set for analysis.